Event description:
The account generated elevated sodium of 170 mmol/l that repeated at 140 mmol/l for 13 patient samples processed on the architect c8000 analyzer. No specific patient information is available. No impact to patient management was reported.

Manufacturer narrative:
The abbott field service representative investigated the issue on site and identified the r1 reagent probe as the likely cause. The reagent probe was replaced and resolved the issue. A review of reagent probe trending and complaint data did not identify any trend causing the generation of discrepant assay results. A review of the architect c8000 tracking and trending information did not identify any related issues or trends. The architect system operations manual and the ict sample diluent assay package insert provide information with regard to assay performance, required maintenance, component replacement and verification, and troubleshooting of the reported issue. The architect c8000 analyzer is performing acceptably.

Manufacturer narrative:
(B)(4). An evaluation is in process. A followup report will be submitted when the evaluation is complete.